Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) found upper o-ring pinched on wash nozzle, causing wash buffer ii to spill out of the wash tower. Fse changed both wash nozzle o-rings. Fse also changed wash tower valve due to it being saturated from wash tower spill. Fse verified system check and high sensitivity system check results. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) to report a leak on the bottom of access 2 instrument. The customer is unable to determine which fluid was leaking. The customer is not questioning any patient results. No exposure to hazardous fluids or injuries to the user were reported.